Manufacturer narrative:
Component code of ¿appropriate term/code not available" represents "no findings available." Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Event description:
It was reported that a patient underwent a right sided atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase, a steam pop occurred and the patient¿s blood pressure dropped. Pericardial effusion was confirmed by intracardiac echography (ice). Pericardiocentesis was performed to remove 200 cc of fluid from the pericardial space. The patient was then moved to the operating room and had an open-heart surgery. Prolonged hospitalization was required to recover from surgery. Patient was reported in stable condition. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Transseptal puncture was not performed during the case. Default irrigation settings were used. The force visualization features used included dashboard, vector and visitag. Surpoint settings were used with the visitag module (3mm, 3s, 3g fot 25%, 3mm). Surpoint was used as coloring option.